Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient reported that he was red and itchy all over his chest and arms. During a follow up the patient reported that he used hydrocortisone cream, which didn't work. He reported that he also went to the (B)(6) hospital and they gave him two pills to take. He reported that the rash had cleared up. There was no alleged device malfunction associated with the skin irritation.